Manufacturer narrative:
(B)(4): evaluation:method - work order search. Results - a lens work order search was performed and no similar complaints were found within the work order. Conclusions - (no conclusion can be drawn): based on the complaint history and work order search, a specific root cause of the event could not be determined.(B)(4): lens not returned.

Manufacturer narrative:
Method: medical review & lens work order search. Results: visual inspection of the returned product showed the lens was returned dry and a haptic was torn. The lens was re-hydrated and the length, width and diopter were re-measured and found to be within original design specifications. A lens work order search revealed there were no similar complaint within the work order. Medical review - the patient noticed blurred vision and the surgeon observed residual astigmatism;however the patient insisted to be exchanged with the same lens specs. After removal and replacement of the icl with the same size, model, power, outcome was still the same as before and the lens finally removed. The most probable cause of this event is uncorrected astigmatism. The surgeon chose a spherical icl model and did not address the existing astigmatism. (B)(4).

Event description:
The reporter indicated the surgeon implanted an 12.5mm icm125v4 implantable collamer lens in patient's right eye on (B)(6) 2014. The lens was explanted on (B)(6) 2014 due to distorted vision. Vault, iop, lens position and retina are all normal. There was some residual astigmatism. To exclude the possibility that the distorted vision caused by icl. No other lens was implanted. Patient's last vision with doctor on (B)(6) 2014, bcva: 20/20.